Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Related event: 2025587-2021-02611. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that several hours post implant of this 21mm bioprosthetic aortic valve, the patient developed exsanguinating hemorrhage. The patient was emergently re-opened and placed on cardiopulmonary bypass (cpb) with large volumes of blood emanating from a hole in the inferior surface of the heart corresponding to a hematoma. The left atrium was opened and the aortic valve looked "fundamentally normal" from the outside but the surgeons "knew we had to remove it and replace it." A non-medtronic bioprosthetic aortic valve was then deployed, which helped cover the dissected area, and was deemed acceptable. Transesophageal echocardiogram (tee) showed good valvular function and the bleeding was largely contained, however, the physicians decided to pack the chest open and treat an acquired coagulopathy. The patient was moved to the intensive care unit (ICU) in critical condition. No additional adverse patient effects were reported.